Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl eclipse 23x1 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there is the unkind stuff stuck on syringe.

Event description:
It was reported that the syringe 3ml ll w/ndl eclipse 23x1 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there is the unkind stuff stuck on syringe.

Manufacturer narrative:
H.6. Investigation: one photo and one sample were received by our quality team for evaluation. Upon visual inspection, brown foreign matter was observed on the syringe barrel; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The brown embedded foreign matter was sent for fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. The ftir results indicate that there is no good match available in the library. The spectrum of the embedded foreign matter showed few peaks similar to that of the syringe material, polypropylene. This was likely because some of the syringe material was still embedded in the foreign material and/or the two were well-blended. The probable root cause of the embedded foreign matter could be a result of carbon buildup at the injection screw of the molding machine.